Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).

Event description:
It was reported that the customer had high blood glucose levels (380 mg/dl). Customer noticed liquid around the infusion site. The cannula had been pierced with the inserter needle. Customer changed infusion set and took a correction bolus to stabilize his blood glucose level. Customer is (B)(6).